Event description:
Lead management case to remove a riata st 7002 ICD lead (implanted 100 months) due to patient request and improvement for quality of life. The screw of the lead did not retract, so an lld-ez was deployed and a 16fr glidelight sheath was used into the mid innominate when the lead slowly pulled back into the svc. The glidelight was able to advance to the svc, with traction the lead pulled back into the sheath and was removed. The patient became acutely hypotensive and a large pericardial effusion was seen. A sternotomy was performed and a tear in the svc from the innominate vein to about 1cm into the ra was discovered. The patient survived intervention.